Event description:
It was reported that stent fracture occurred. A 6.0x18x150cm express vascular sd was selected for a procedure. The stent broke during preparation. There were no patient complications reported. It was further reported that there was resistance during advancement. The stent dislodged from the balloon and landed in the small interlobular artery of the left renal artery. The stent was not fractured. Stent premature deployed and it was corrected that the stent was not fracture. The stent was unable to be retrieved from the patient. The physician noted it was not impacting the patient's health. The procedure completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of an express vascular sd. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. The stent had moved distally. There were crimp marks present. The stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent fracture occurred. A 6.0x18x150cm express vascular sd was selected for a procedure. The stent broke during preparation. There were no patient complications reported. It was further reported that there was resistance during advancement. The stent dislodged from the balloon and landed in the small interlobular artery of the left renal artery. The stent was not fractured. The stent was unable to be retrieved from the patient. The physician noted it was not impacting the patient's health. The procedure completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of an express vascular sd. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. The stent had moved distally. There were crimp marks present. The stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent fracture occurred. A 6.0x18x150cm express vascular sd was selected for a procedure. The stent broke during preparation. There were no patient complications reported. It was further reported that there was resistance during advancement. The stent dislodged from the balloon and landed in the small interlobular artery of the left renal artery. The stent was not fractured. The stent was unable to be retrieved from the patient. The physician noted it was not impacting the patient's health. The procedure completed with another of the same device. There were no patient complications reported. It was further clarified that there were three 6.0x18x150cm express vascular sd stents opened during the procedure. The first stent was damaged during preparation. When preparing the device, there was difficulty moving the device. The first device was not used on the patient and the second 6.0x18x150cm express vascular sd device was opened. During advancement of the second device inside the patient, the stent dislodged from the balloon and landed in the small interlobular artery of the left renal artery. The third stent was able to be properly placed in the mesenteric artery as intended. This report is on the first express vascular sd stent used during the procedure. There was confusion from the account originally when the complaint was reported as the express vascular sd devices had the same batch number and were from the same procedure. Please reference MDR report 2134265-2021-00648 for the stent that dislodged inside the patient during the procedure.

Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that stent fracture occurred. A 6.0x18x150cm express vascular sd was selected for a procedure. The stent broke during preparation. There were no patient complications reported.